Manufacturer narrative:
Device technical analysis: the referenced farawave pfa catheter was returned for analysis. Visual inspection of the catheter identified a piece of hair attached between the two halves of the catheter handle, consistent with the reported event. No abnormalities were noted during the insertion of a normal guidewire into the returned catheter; however, the returned guidewire was damaged, indicating it was likely removed using force due to unusual resistance. This assumed resistance was presumably caused by the foreign matter the user observed stuck at the tip of the spline cage. This foreign matter was not returned for analysis, so a definitive conclusion on the composition could not be made; however, based on a analytical lab report of a complaint with an fm with very similar attributes, it is likely that the material was tissue. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the procedure a white plastic came out of the catheter and the guidewire was very difficult move and remove. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that during the procedure a white plastic came out of the catheter and the guidewire was very difficult move and remove. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.